Event description:
A report was received of an endosseous dental implant which was explanted due to a loss of osteointegration. The dr reported possible overload as the reason. The pt has a clenching habit.